Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 407mg/dl, 390mg/dl and 397mg/dl. Customer had symptoms like dizziness. Customer¿s current blood glucose was 347mg/dl. Customer states that drive support cap was normal, there was no leaks or air bubbles in tubing. Customer mentioned that insulin was exited at qr and customer was exposed to MRI. Customer performed displacement test and it passes. Customer advised to monitor the blood glucose and call if needed. Insulin pump will not be return for analysis.